Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 4.2f are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent chronic catheter placement procedure using the hickman/leonard/broviac central venous catheter. Post the procedure on may 18, 2026, a break was observed at the distal end of the device, close to where the hard plastic end and the soft silicone tube come together. The damage included a 4 mm split on one side of the catheter and a small pinhole breach on the opposite side. There was no reported patient injury.